Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was presented remotely. Review of merlin. Net transmission revealed the patient's implantable cardiac monitor was over-sensing. The patient was in stable condition. No intervention was reported.

Event description:
New information received notes that patient's implantable cardiac monitor was reprogrammed.